Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. Customer replaced pump supplies as necessary and resume insulin.